Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 12-feb-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of aux pyxibus cable damaged, cut in cable but not affecting use was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse replaced pyxibus aux cable and did a diagnostics test. The report was closed. During dchu visual inspection: pn 121085-01: the assy cbl pyxibus 7 drawer was received with exposed copper strands and black marks during dchu testing: pn 121085-01: no dchu tests were required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not applicable, no failure was reported, this case relates to preventive maintenance and/or routine inspection activities. However, it was identified a faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxibus cable damaged and had sharp bends and creases. As per part investigation, it was determined that faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage. There were no adverse events or injuries reported based on this event.